Manufacturer narrative:
Date of device manufacture was unavailable at time of MDR filing. It was reported the unit was in an MRI room which may have caused the unit to blow a fuse and thus, shutdown. No further information available. Date of device manufacture was unavailable at time of MDR filing. It was reported the unit was in an MRI room which may have caused the unit to blow a fuse and thus, shutdown. No further information available.

Event description:
The hospital reported a system shutdown resulting in the loss of mechanical ventilation. There was no report of patient injury.